Manufacturer narrative:
Correction: g4 premarket identification: device bla: p030016 to PMA/510(k): p030016, initially reported PMA/510(k) number in the wrong field. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. In another surgery on the same date, the lens was exchanged for a replacement lens of longer length and the problem resolved. Cause of the event was reports as unknown.

Manufacturer narrative:
Manufacturer narrative - secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)